Event description:
The customer reported that the blood glucose device gave higher than expected readings which led to hypoglycemic events. The customer reports that based on the higher readings on her aviva system, her doctor increased her insulin dosage. The caller reported that she would received a result of 9.5 and take 5 units of insulin, however, an hour later her reading would be 9.9 and it led her to take 38 units of glargine insulin each night. The customer indicates that to protect her and the baby she would "load up on insulin" due to the device results. Caller stated she would receive a normal result of 5.5, but then would start to experience erratic behavior, which she referred to as "blackouts". The customer alleged this was due to her blood glucose being lower than 1, however the aviva device gave her a normal result. The customer alleged that she almost died on more than one occasion in one week. During one of the hypoglycemic event's the customer alleged that she attacked her boyfriend, who then had to wake her up from slipping into a coma. No other information could be obtained. The lot number was not provided. Return of the suspect device was requested for evaluation.